Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the insulin pump keeps freezing. Customer experiencing high blood glucose. The current blood glucose reading is 350 mg/dl. The buttons are not responding. The insulin pump will be replaced. Nothing further reported.